Event description:
Procedure: gastrectomy. Reportedly, the bag came off the metal piece on three different devices while manipulating in the normal fashion. A component fell into patient cavity and was retrieved. The devices and the component are being returned for examination.